Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator. It was reported that the patient had a loss of efficacy. They were doing well, but they reported more issues as of late. They were advised to cut back on fluids. This issue was noted to be due to their programming and was ongoing. On (B)(6) 2019 clinical update (sdy, hcp): additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the event was unresolved with no further actions planned. And on (B)(6) 2022 additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that (B)(6) 2022: patient states she can feel the wire lead poking her in the sacral area. (B)(6) 2022 and had pain at the ins pocket site. Examination shows patient has a small knuckle of the lead pushing a little on her skin. (Of note: patient is very thin.). It was further reported that the patient loss efficacy as they reports having urge incontinence via telephone conversation with rn. (B)(6) 2022. It was stated that it was possibly related to device or therapy and not related to the procedure. Explanted/replaced component: entire system action date: (B)(6) 2022. Resolved without sequelae (B)(6) 2022. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Other applicable components are product ID: 3889-28, lot#: va1k0ks, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported there had been lead migration/dislodgement as well as pocket site pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.